Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. The customer had elevated blood glucose (bg) levels; however, the customer did not provide a bg value. Reportedly, the customer addressed elevated bg levels with manual injections. The customer had manual injections as alternate insulin therapy.